Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) performance data collected from the device was analyzed, and revealed that on (B)(4)-2011 02:15:05 patient alert for low battery voltage and time of elective replacement indications on device rrt<=2.62v. Weekly log battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4)-2011.

Event description:
It was reported that the device reached the elective replacement indicator and that there may have been premature battery depletion. It was also noted that there was a steep drop in the battery voltage over the preceding months. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached the elective replacement indicator and that there may have been premature battery depletion. It was also noted that there was a steep drop in the battery voltage over the preceding months. Further information indicates that the device was removed and replaced. No patient complications have been reported as a result of this event.